Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer has been experiencing elevated blood glucose (bg) levels for the past couple months (300-600 mg/dl) sometimes with trace ketones. The contact stated that they believed the pump was the cause of the elevated bg levels. A bolus via the pump was used to address bg level. Reportedly the customer will continue to use the pump until the replacement pump is received.